Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the ipg did not communicate with external devices following an unrelated surgical procedure. Troubleshooting was performed and communication was re-established.